Event description:
It was observed that during the device evaluation, the flex video scope exhibited air water-cylinder(tube) has foreign objects (white foreign material), air water-tube has foreign objects (white foreign material). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, use of products that contain silicone can cause deposits of white foreign material, but a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.